Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hub detachment is confirmed; however, the exact cause is unknown. One photograph and one video of a 20 g powerloc infusion set were returned for evaluation. An initial visual observation of the photograph and video showed the luer hub detached from the extension tubing of the infusion set. Due to the quality of the returned photograph and video, details of the damage at the detachment site could not be discerned. Clear liquid use residue was observed in the extension tubing of the infusion set. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, tube wall detachment during use of the port cannula. No other information was provided.